Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump rejected new batteries and buttons were less responsive. The rewind was also louder and longer on rewind. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test, rewind test and displacement test. No unexpected low battery, failed battery test alarms noted during testing.